Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The 90% stenosed target lesion was located in the non calcified and moderately tortuous right coronary artery. During preparation, outside the patient, as the stent protector and mandrel were being removed from the 4.0 x 32mm liberte bare mr stent delivery system the stent was dislodged from the balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The 90% stenosed target lesion was located in the non calcified and moderately tortuous right coronary artery. During preparation, outside the patient, as the stent protector and mandrel were being removed from the 4.0 x 32mm liberte bare mr stent delivery system the stent was dislodged from the balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the stent was received detached from the balloon in a plastic container. An examination of the stent found that the stent had been deployed and the stent was slightly stretched and tapered down at both ends. An examination of the balloon found that the balloon had been inflated and was not refolded. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).